Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) 2 was returned for failure analysis, and the reported failure of grip non responsive was reproduced during visual inspection. Outer grip spring, inner grip spring, grip levers and grip lever magnet will be replaced as a fix. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted laparoscopic radical prostatovesiculectomy surgical procedure, the customer experienced that the master tool manipulator (mtml) was not responsive. The grip open and close movement was not fully responsive. The grip from the mtml was locked in the fully closed position and did not match grip. The procedure was converted to another ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and no failures were noted. Initialization was completed successfully without errors. When starting to control the instruments on the left handler, the physician noticed resistance from the handler, but he was still able to take control. Noticing that the manipulator's resistance was making it difficult for the physician to take control of the instruments on the left arm, the physician, the nursing team, and clinical engineering decided to place a second console in the room and connect it to the system. As soon as the second console booted up, the doctor left the main console and went to the secondary console, took control of the instruments on the second console, and followed the procedure. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting the master tool manipulator (mtm) not responsive, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a video call support prior to coming onsite. The fe guided the customer to segregate the ssc until the issue be fixed. During site visit, the fse confirmed the resistance on the master tool manipulator (mtm) and replaced the mtm to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to the mtm not responding. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.